Event description:
It was reported that during preparation for internal carotid artery (ica) stenosis case, the subject balloon catheter was flushed and exhausted the air with 10ml injector for more than three times; however, the air kept getting exhausted. The operator though the balloon or the hub of the catheter was leaking. Another balloon catheter was used to complete the procedure successfully. No patient consequences were reported due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter shaft was noted to be kinked/bent from the proximal end. During functional testing, an attempt was made to aspirate air from the balloon, however, air kept being drawn from the device. An attempt was made to inflate the balloon, but it was noted to be leaking through the guidewire lumen at the hub. There was a cut noted to the guidewire shaft when looking into the flush port. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the device packaging prior to opening, no anomalies were noted to the gateway during the initial inspection, and the device was prepared as per the dfu. During inspection, an attempt was made to aspirate air from the balloon, however, air kept being drawn from the device. Analysis of the returned device revealed water was escaping from the hub guidewire port during attempted inflation and there was a perforation to the guidewire lumen within the inflation port of the hub. It is likely that this may have occurred during the preparation of the device, resulting in the reported issue. However, this cannot be definitively determined. Further analysis was conducted by boston scientific to try to identify the cause for the inter lumen leak; however, these were inconclusive. Also, the china sales/marketing team conducted an investigation to determine if this may have been cause by the use of a needle during preparation of the device, however this was also inconclusive. While there are a number of potential causes for the reported and analyzed issues, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported defect balloon leaked during preparation, to the as reported and as analyzed defect introduction of air and to the as analyzed defect balloon catheter damaged and balloon catheter shaft leaked during preparation. The balloon catheter shaft was also noted to be kinked at its proximal end. It is likely that this damage occurred due to handling of the product either during removal from its packaging or during preparation of the device prior to use. Therefore, an assignable cause of handling damage was assigned to the as analyzed balloon catheter kinked/bent.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during preparation for internal carotid artery (ica) stenosis case, the subject balloon catheter was flushed and exhausted the air with 10ml injector for more than three times; however, the air kept getting exhausted. The operator though the balloon or the hub of the catheter was leaking. Another balloon catheter was used to complete the procedure successfully. No patient consequences were reported due to this event.